Event description:
It was reported that the patient reported a driveline power fault in the evening. The patient arrived at the emergency department. The patient's system controller and modular cable were exchanged without issue. The patient stayed overnight for observation. No apparent damage to the controller or driveline was noted. Once detached, the driveline connections were examined and some dust/dirt was noted around the modular cable connection; however, no other issues were noted. A review of the log file confirmed driveline power a faults on (B)(6) 2024. There was no interruption in pump support during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported driveline power fault alarms were able to be confirmed through this evaluation; however, a specific cause for the driveline power fault alarms could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the heartmate 3 lvas IFU, ¿alarms and troubleshooting,¿ describes alarm conditions as well as the appropriate actions associated with them. Section 5 of the heartmate 3 patient handbook, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.